Event description:
Silicone breast implants have had capsular contracture since 2008. Started having sunlight sensitivity, joint pain, joint swelling upon waking, extraordinary dry skin and hair, constant sinus infection, easily tired, skin rash on my face, neck and chest, and digestive issues. My dr. Drew blood and my ana test was above normal, sent me to autoimmune specialist, who tested me for lupus, which came back negative. Neither doctor knows I have silicone breast implants. I have appointment set for may with surgeon who puts the implants in, to have them removed asap. I believe my implants have ruptured or are leaking out silicone into my body. Silicone implants should not be sold. Some things are more important than making money... If I was aware that this was even possible I would have never had the augmentation. Moderate profile plus 500 cc.